Event description:
The manufacturer has been notified of the passing of a patient who had been using a philips CPAP device. The patient's wife contacted us, indicating that she has a replacement device and has already returned the affected unit. The respiratory therapist informed the patient that the replacement device did not need to be returned. No further details were provided, and there is no indication that the device contributed to the patient's death. Additionally, no device information was provided regarding the CPAP unit. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.